Event description:
The customer contact reported a disconnection. The male adapter of the tubing set was connected to q-syte luer access split septum device. The tubing set was being used to deliver an unspecified volume of heparin via a plum a+ pump. After an unspecified length of time in use, the nurse reported that the tubing set disconnected from the q-syte device. There were no reported adverse pt effects and no reported delays of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).